Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customers reported problem was not confirmed. Per the maintenance manual, e116 was related to the abnormal operation of the fan. All fans were functioning appropriately. However, excessive dust was found on the inside of the housing cover. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows the device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported event cannot be conclusively determined; however. Based on the investigation information, the potential cause of the e116 was due to the dust inside the unit potentially attributing to the abnormal fan operation. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (osh) was informed that the customer visera 4k ultra high-definition camera control unit had an ¿e116¿ otv error code. The reported problem occurred during a laparoscopic surgery. The surgery was completed with another device. There was no delay and no death or injury report.